Event description:
A hospital in (B)(6) reported that a case of ten rt319 adult breathing circuit kits was received with male fittings at both ends of the extension tube, instead of a male fitting at one end and a female fitting at the other. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: the ten returned rt219 circuit kits were visually inspected. Results: it was observed that male fitting had been attached to both end of the extension tube in all ten circuit kits and this defect was not noticed by the operator during the visual inspection following manufacture. A lot check revealed no other complaints for lot number 111111. Conclusion: standard operating procedures for the rt219 extension tube call for a 15mm male fitting to be attached to one end and a 22mm female fitting to be attached to the other. The wrong parts had therefore been attached during the assembly process. This defect was caused by production line staff loading the incorrect connector in to the machine.